Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 300 units of insulin. The customer was able to reload the cartridge successfully and received an accurate fill estimate. Additionally, the customer reported not observing insulin coming from end of tubing during fill tubing. Reportedly, the customer stated that the luer lock of the cartridge was not wet, but seemed to be "fused" together. The customer installed a new cartridge and observed insulin coming from the end of the tubing during the fill tubing step. The customer was able to resume insulin delivery. There was no impact to the customer's blood glucose level.